Event description:
The customer reported to olympus, the flex video scope had a nonresponsive button. The device was returned for evaluation. During the device evaluation, foreign matter was found coming out from the nozzle, the tip lightning lens, and tip cover. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The customer reported the device was cleaned, disinfected and sterilized prior to being returned for evaluation. There was no delay to precleaning. The endoscope was presoaked in the detergent solution. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle and distal end was wiped/brushed with a clean lint-free cloth/brush/or sponge. The air/water nozzle was flushed with detergent solution. The device was returned to olympus for evaluation and the evaluation confirmed foreign objects in the nozzle. Additional findings were as follows: due to corrosion, switch 3 and 5 did not work; light guide lens had foreign objects; due to damage on the up and down knob, water tightness was lost; plastic distal end cover had foreign objects and a scratch/dent; adhesives around the light guide lens and objective lens had a white-clouded area; the universal cord had a scratch, the connecting tube had a scratch; the image guide protector had a scratch, the suction cylinder was shaved, paint on the suction cylinder was peeled; the control unit was dirty due to water leakage; adhesive on bending section cover had a crack, chip and a white-clouded area; due to wear of angle wire, the play and the bending angle of the up and down knob was out of the standard value; due to a scratch on switch 1, water tightness was lost; the suction cylinder was shaved; connecting tube had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it was confirmed that reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif-ez1500 operation manual chapter 3" preparation and inspection" shows how to detect the event. Gif-ez1500 reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)" shows how to prevent the event. Olympus will continue to monitor field performance for this device.